Event description:
It was reported that the implantable pulse generator (ipg) had tilted outward on the upper right corner and was causing significant debilitating pain to the patient. It was also noted that the patient had inadequate pain relief. The patient was administered with pain medications and lidocaine patches, however, the conservative treatment failed. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.